Manufacturer narrative:
Continuation of d10: product ID {envpro-16}; product lot/serial number (B)(6) product type: {0195-heart valves}; implant date {na}; explant date {na} product ID {l-envpro-16}; product lot/serial number (B)(6) product type: {0195-heart valves}; implant date {na}; explant date {na} medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that during the implant of the valve with this delivery catheter system (dcs) via the left groin access site, the valve was resheathed once for repositioning of the valve. A pigtail guide catheter was inserted via the right groin access site. A hematoma lump the size of a grape was visualized in the right groin. No treatment for the hematoma was performed at that time. The physician determined that only surveillance was required. Hemoglobin immediately after the implant procedure was 10.7 grams per deciliter (g/dl). The lowest hemoglobin level measured was 10.4 g/dl. No visible bleeding was observed and no blood transfusion was required. Hemoglobin prior to the transcatheter aortic valve replacement (tavr) was 15.1 g/dl. Anemia was then diagnosed. Three days later bleeding in the non-tavr access puncture site occurred. Ultrasound was performed and identified that the hematoma in the right groin was a pseudoaneurysm. The pseudoaneurysm was treated with femstop compression. The bleeding and pseudoaneurysm reso lved. Per the physician, the cause of the injury was not confirmed, but it was not at the access site of the tavr procedure. It was noted that the stroke event required the prolongation of hospitalization and that it resolved with sequelae.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the pigtail guide catheter was a non-medtronic device.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, a complete heart block (chb) occurred. One day following the implant of the valve a vision disorder, dizziness and clumsiness in the left hand and feet were reported, with troubles in speech production. A computed tomography (CT) indicated a cerebellum stroke. Medications (antiplatelets and statins) were prescribed. It was reported that the stroke symptoms had not resolved. Two days after the valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported.